Event description:
It was reported that during a routine follow-up visit the device could not be interrogated using two different programmers. The device was last interrogated approximately (B)(6) ago and the battery voltage was 2.72 volts. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a routine follow-up visit the device could not be interrogated using two different programmers. The device was last interrogated approximately one year ago and the battery voltage was 2.72 volts. The device will be explanted and replaced. It was further reported that the device was explanted. No patient complications have been reported as a result of this event.